Event description:
Olympus medical systems corp (omsc) was informed that the physician could not use the subject device because of the tip was melted during the hepatectomy. The procedure was completed with another device. The device was used two times. There was no report of pt's injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the ptfe pad on the grasping section of the subject device was severely worn and the metal part was exposed. The grasping section was curved, and the tip of the probe had a scratch against the grasping section, there was a scratch on the tip of the grasping section, also. The mfg history was reviewed, with no irregularities noted. As the result of eval, omsc concluded that the severely worn ptfe pad occurred since the user activated output with the curved grasping section, which was caused by handling of the user, then the ptfe pad and the tip of the probe contacted too much. Based upon the findings of the inspection, this report appears to be related to user handling.